Event description:
States toban is bilstering pt when loban dressing is removed. Noticed within 24 hours post-op. One pt appears to have developed cellulitis and was treated with oral antibiotics. Cardinal health filling on component contained in our custom pack product.